Event description:
The customer reported to olympus during preparation for use, no image on the hd 3cmos autoclavable camera head. The procedure was completed using another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image does not appear and the camera cable was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.